Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she had been having high blood glucose levels. Blood glucose levels have reached as high as 600 mg/dl in the early morning. Customer also stated that the threshold suspend had not alarmed. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Assisted in verifying correctness of time, date and bolus settings. While checking alarm history, it was discovered that there was a low threshold alarm but prior to (B)(6) of 2014. It was also discovered that customer was only allowed four units of insulin each meal, regardless of what she had eaten before sleeping. Blood glucose level was 149 mg/dl at time of reporting. Nothing further reported.